Event description:
On 30-dec-2025, a customer contacted technical service to report that likorall 242 s r2r, natural (product code p3122011, serial number (B)(6)), had patient lifted out of the pool when the device malfunctioned, causing the patient to fall on the floor. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Manufacturer narrative:
Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. The baxter manufacturing site found the motor shaft broken with the single fault safety mechanism working as intended. The technician replaced the likorall 242 s r2r natural to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of patient fall were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.